Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient's generator could not be interrogated during the last clinic visit. The physician tried multiple times to interrogate with multiple programming systems. They tried resetting the tablet and wand and repositioning the wand but the generator could not be interrogated. The programming systems used have all been able to successfully interrogate other patients at the clinic since. A battery life calculation was performed which indicated the generator was likely not depleted. Device history records were reviewed for the generator. The generator passed all specifications prior to distribution. The generator was hp sterilized. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was later reported that the patient was able to be successfully interrogated on (B)(6) 2023.

Event description:
The patient was seen again in clinic on (B)(6) 2024, and their device was unable to be interrogated.